Event description:
Reportedly, the patient experienced severe hypotension following sq administration of lymphazurin dye. The patient was treated with hydrocortisone, epinephrine, diphenhydramine, and transferred to ICU for monitoring. The symptoms resolved with no untoward sequelae.